Event description:
It was reported to philips that the device had a self test failure. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
It was reported to philips that the device had a self test failure. There was no reported patient or user involvement and no adverse patient/user impact. One processor pca was returned for failure analysis. The reported customer problem was not duplicated in the lab, but prior issues were indicated in the log files that correspond to the customer complaint. There was a som pca ¿ wlfs failure with this processor board.